Manufacturer narrative:
The device was programmed to monitor only. After a pacing threshold test was performed, the pacing impedance was measured in the normal range. Further evalation of the system is planned. This report will be updated once additional information is received.

Event description:
Boston scientific received information that the patient implanted with this device had received a shock. Upon interrogation of the device, it was noted the device had delivered inappropriate anti-tachycardia pacing (atp) therapy due to oversensing of noise. The noise could be recreated with pocket manipulation. The atp accelerated the patient's rhythm and a shock was delivered. It was also noted the pacing impedance was high and out of range. The patient was hospitalized. No further patient effects were reported.